Event description:
It was reported that the atrial lead exhibited poor electrical values; no patient symptoms were reported as a result. An x-ray revealed poor lead positioning. Low impedance, high capture thresholds, and an intermittent loss of atrial capture and sensing were observed. The lead was explanted and replaced on (B)(6) 2014.